Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis was not complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a plastic piece at the tip broken off. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook was found to have a broken monopolar yaw pulley at the post. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 6.63mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Common causes of the failure mode broken monopolar yaw pulley are attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.